Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately twelve years later, x-ray abdomen single view kub was performed and revealed that there was vascular filter to the right of midline with the upper aspect projecting just inferior to the right l2 transverse process. There were 9 or 10 tines associated with the upper aspect of the filter. There was a fractured tine to the right of l4. Therefore, the investigation is confirmed for alleged filter limb detachment. However, the investigation is inconclusive for alleged filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the entire filter migrated to heart and detached. The detached strut retained in right of l4. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.